Manufacturer narrative:
The customer¿s report of a leak in the tubing was confirmed. Visual inspection was performed on the extension set to look for defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. It was discovered that the female luer of the extension set had a 14.1 mm crack. Functional testing was performed and leaking was observed at the female leur crack. The root cause of the leak was determined to be the female luer crack. The cause of the crack is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from a syringe infusion of lipids, dosage and rate not provided. It was noted a previous infusion with the same tubing completed without incident. The nurse noted lipids dripping onto the floor during a routine assessment and then observed a crack at the syringe connection. The tubing was replaced and there was no patient harm.